Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus gt device. No accidental stick reported. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.